Manufacturer narrative:
The reported low impedance issue against the returned lead extension was not confirmed. Analysis of extension b did not identify any anomalies or broken wires, and the extension passed end to end continuity resistance testing and wire to wire isolation resistance testing on all channels.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort in the right arm. Diagnostic testing revealed high impedances on the left extension. The patient underwent surgical intervention on (B)(6) 2025 to replace the left extension. During surgery, low impedances were found on the right extension. It was noted that impedances fluctuated with right arm movement. To fully address the issue, the physician opted to replace both extensions and the ipg (for possible tissue causing issue) during the same surgical procedure on (B)(6) 2025. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.